Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8751-011-36, hxpe liner neut 54 jj x 36, 62146568, 00-8775-036-01, biolox delta hd 12/14 36x-3.5, 2678794, 00-8752-011-36, hxpe liner elevated jj 36, unknown, 00-8757-054-01, continuum tm shell clust 54 jj, unknown, 00-6250-065-30, trilogy bone screw 6.5x30, 62292634, 00-8751-011-36, hxpe liner neut 54 jj x 36, 62146568. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately one month post implantation due to stem subsiding. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.